Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation on his right and left side under the electrodes. The irritation was open and weeping. The patient was prescribed a cream for the open irritation. After using the cream, the patient reported that the irritation has been improving.